Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 anchor of the fast-fix 360 failed to deploy correctly. T-1 was removed successfully. No devices were left unsupported. The procedure was successfully completed with a backup device. There was a reported delay of 1 minute. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.